Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that the gantry was unable to fully close and the site believed they heard the system hitting something internally. No other information available at time of call. Patient present. Unknown delay and patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202, serial/lot #: unknown h3) a manufacturer representative (rep) went to the site to test the imaging system. The dingus pins were adjusted and the system performed as intended. Codes: b01, c07, d02 g6) multiple annex a codes were submitted. Annex a code, a0508, applies to rfr code nav3033 and annex a code, a150204, applies to rfr code nav3065. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a posterior cervical fusion. There was a 5 minute delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Additional information added to b5. Additional annex f code added to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.